Event description:
Healthcare professional reported capsular contracture baker grade unknown and rupture. Later, healthcare professional reported capsular contracture baker grade iii with subjected to fluid extractions on three occasions during the years 2022 and 2023. The symptoms began at the beginning of 2021. This record is for left side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, seroma late and capsular contracture was received on feb 13, 2025 with lot number 3003546. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical damage. Seroma late: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and rupture. Later, healthcare professional reported capsular contracture baker grade iii with subjected to fluid extractions on three occasions during the years 2022 and 2023. The symptoms began at the beginning of 2021. This record is for left side. The device was explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6).

Event description:
Healthcare professional reported capsular contracture baker grade unknown and rupture. Later, healthcare professional reported capsular contracture baker grade iii with subjected to fluid extractions on three occasions during the years 2022 and 2023. The symptoms began at the beginning of 2021. This record is for left side. The device was explanted.